Event description:
A report received indicated that a patient experienced a thrombotic event five weeks after implantation of a cypher stent. Two lesions were identified, one in the left anterior descending coronary artery (lad) and the other in the right coronary artery (rca). It was a staged procedure with the target lesion treated at the index procedure being the lad, was described as de novo, bifurcated and calcified with a type c classification and with chronic total occlusion. After predilatation with an unknown 2.5 x 14m balloon at 10 atms for 10 seconds, a 3.0 x 28mm cypher was implanted at 12 atms for 30 seconds. Another 3.5 x 13mm cypher was implanted at 14 atms for 25 seconds proximal to the first cypher overlapping it. Post dilatation was conducted at 16atms for 25 seconds with a 3.5 x 13mm unknown balloon. Residual stenosis was zero and the timi flow before the procedure was zero and three after the procedure. At one month following implantation of the stents, the patient complained of chest pain. When the patient came in five weeks later for treatment of the lesion in the rca, coronary angiogram showed a thrombus in the 3.0 x 28mm cypher implanted in the lad. The thrombus was treated by balloon angioplasty with an unknown 3.0 x unk mm balloon. According to the physician, the cause of the thrombotic event was because the stents were under dilated at the overlapping portion.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states; however, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-02487, and 9616099-2007-02489. Additional information will be submitted within thirty days upon receipt.